Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, a weird substance was noticed on the flush port. Device was replaced by a new catheter. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A lot of 36168242 was provided, however was unable to positively identified. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A lot of 36168242 was provided, however was unable to positively identified and despite multiple attempts a new lot could not be provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: when the catheter was first received at boston scientific's post market laboratory it was visually inspected and foreign material was seen on the catheter's flush port. The catheter was then sent for analytical testing, which revealed that the substance was consistent with lead-free solder. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of foreign material / sterility breach was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of manufacturing deficiency as the substance that was present on the catheter is consistent with a substance that is used in the manufacturing processes and likely was introduced to the catheter at that time.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, a weird substance was noticed on the flush port. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.